Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to bacterial peritonitis. The breach was further described as the patient did not properly clean the area before initiating therapy. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis and started treatment with ceftazidim and cefazolin (doses, frequencies and routes not reported for four days) for the event of peritonitis. Treatment with ceftazidim and cefazolin was discontinued and the patient began treatment with vancomycin and ciprofloxacin (doses, frequencies and routes not reported, for thirteen days) for the event. The patient was discharged from the hospital eighteen days after admission and was recovered from the event. The patient was retrained on proper aseptic technique. Dianeal therapy remained ongoing. No additional information is available.